Event description:
The device is part of a recall population and upon receipt, it was found to be failing a selftest.

Manufacturer narrative:
(B)(4): product eval pending. Issue is being reported as alert could not be cleared by operator.